Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine clinic visit, this pacemaker was discovered to be in safety mode. The patient reported experiencing symptoms of wooziness due to the device safety mode parameters. The physician proceeded to perform a device replacement procedure. The pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine clinic visit, this pacemaker was discovered to be in safety mode. The patient reported experiencing symptoms of wooziness due to the device safety mode parameters. The physician proceeded to perform a device replacement procedure. The pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.